Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy surgical procedure, the cadiere had a broken cable that was removed from the patient after the instrument broke. The instrument was intact except for the broken cable that was retrieved. The procedure was completed as planned. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was not any damage observed. This was observed after inserting the instrument. The wrist was straightened. The surgical staff did not notice any damage to the cannula after the event occurred. The wire was retrieved by the physician assistant (pa) who was assisting on the case. They inspected the instrument and searched in the surgical area. No additional surgical procedures were performed. The procedure was completed robotically as planned. On (B)(6) 2024, intuitive surgical, inc. (Isi) received mw5150773 stating: robotic instrument cadiere had a broken cable that was removed from the patient after the instrument broke. Given to risk management for review. Notified davinci of the instrument failure with 17/18 lives left on it. The instrument was intact except for the broken cable that was retrieved.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm cadiere forceps instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.